Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low signal amplitude measurements resulting in the smartpass feature becoming disabled. Subsequently, t-wave oversensing was observed and resulted in delivery of inappropriate shocks in two episodes, and storage of two untreated episodes. Additionally, shock impedance measurements decreased from the 50 ohms range, to the 30 ohms range. It was reported that the patient was in the hospital at the time of the stored episodes due to fatigue and hyperkalemia with fluid buildup. The patient was noted to have missed the last day of dialysis treatment. Technical services (ts) discussed the potential that the patient condition and buildup of fluid may have attributed to the decreased shock impedance measurements and low signal amplitude measurements. The health care professional (hcp) planned to re-enable the smartpass feature and evaluate the signal amplitude measurements to determine the best sensing vector. No adverse patient effects were reported. This device remains in service.